Event description:
The patient called to report that they received a shock while they were in their fourth drain of automated peritoneal dialysis therapy. They were assisted with discontinuing their treatment and their device were swapped. No injury were sustained.